Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewires had difficulty inserting into the lead. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. X-ray inspection found over-torqued of the inner coil inside the connector region consistent with procedural damage. The reported event of difficulty to remove the stylet was unable to be evaluated due to the as received damaged inner coil. The cause of stylet could not be inserted into the lead was isolated to over-torque of the inner coil.